Event description:
It was reported that while using bd max¿ system, bd max¿ instrument that the door could not be held open. The following information was provided by the initial reporter: the door could not be held open.

Manufacturer narrative:
H.6 investigation summary the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "a workflow problem". Customer reported that the instrument door could not be held open. Bd field service was dispatched to the customer site where they replaced a faulty gas spring in the instrument door. All motors were homed post-repair and instrument qualification was performed and passed. This complaint is confirmed by service. The root cause was determined to be to the age of the part and normal wear and tear. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of device history record for instrument (B)(6) is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument (B)(6), and no additional work orders were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. PMA / 510(k)#: k111860,k130470.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument that the door could not be held open. The following information was provided by the initial reporter: the door could not be held open.